Event description:
It was reported that the customer went to see his doctor regarding the insulin pump issues. It was stated that the insulin pump was not delivering insulin to his body when he programmed a bolus and the insulin pump did not alarm no delivery. Troubleshooting was performed. Had the customer to disconnect from his body and ran a 1.0 unit fixed prime and the insulin came out. A tubing clamp was not available to perform a high pressure test at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.